Event description:
It was reported by service report that the litter base interface weld was splitting apart. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler support bracket.